Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation functional testing and visual inspection performed. The customer reported complaint was duplicated. Upon investigation it was found that the downstream occlusion seal was delaminated. The downstream occlusion seal was replaced.

Event description:
It was reported that "broken leg/stick in connector for pca remote.". There was no patient involvement.